Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump 7-day and 14-day delivery summaries were missing from pump history. There was no impact to the customer's blood glucose level.